Event description:
A surgical technician reported seeing metallic appearing dust on the back of the intraocular lens (iol) following implant surgery. During f/u with the physician, he described the appearance as "glistening" material. The pt's vision is not affected by the reported observations.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of 2006 regarding a previously filed MDR. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of a retrospective review. Evaluation summary: the complaint device associated with this report was not received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Photographs were reviewed and findings indicate there may have been lens damage due to folding marks, scratched from handling forceps, or compression of the lens. However, it is difficult to confirm product damage without eval of the physical prod. No conclusions possible from review of the photographs provided. This report was mailed to the FDA on: 05/16/2008. Add'l info was requested by mail on 04/02/2007 and by phone on 04/19/2007, 05/03/2007,05/09/2007, and 05/25/2007. A completed questionnaire was received on 05/04/2007 and add'l info was provided by phone on 05/25/2007.